Event description:
The customer contacted stryker to report that their device use resulted in dehiscence of the suture line from a previous surgical procedure. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. The device use may have contributed to the skin and the dehiscence of the suture line from a previous surgical procedure. However, it is not likely that the damage to the skin or the dehiscence of the suture line contributed to the patient¿s outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation after the customer facility investigation concluded that there was no device malfunction. Reviewing communication/interviews, it was determined that the root cause of the issue was user error.

Event description:
The customer contacted stryker to report that their device use resulted in dehiscence of the suture line from a previous surgical procedure. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.